Manufacturer narrative:
On 06 june 2016 it was prepared a final report with the information already submitted in the initial report. On 07 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
This is the third case of early stem subsidence at this surgeon (the previous ones have been reported under MDR 2016-00124 and MDR 2016-00125). On 31mar2016, the (B)(4) project manager performed a preliminary investigation concerning the previous two cases on the masterloc subsidence and commented as follows: as a result of the investigation, we have found 2 possibilities to explain these complaints: surgeons learning curve for the new implant and instrumentation: usually he used another stem that is different for the shape, sizes and coating; incorrect use of the broach handle: during a meeting it was showed how it must be used. New additional information will be added on the surgical technique. On 04apr2016, the medical affairs director performed a clinical evaluation and commented as follows: early tha revision (2 weeks) due to stem subsidence. Only one poor-quality x-ray is available but it is conceivable that the stem was undersized. We have no information that could explain the undersizing of the stem. Although it cannot be determined with certainty, it is likely that stem undersizing is the root cause for this failure. Batch review performed on 04 april 2016. Lot 145328: (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in complaining of pain due to stem subsiding. A revision was done. The head, stem and liner have been replaced. The surgery was completed successfully. X-rays are available. Explants are not available.